Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 49cm proximal to the lead tip. Only the distal fragment was received for analysis. The distal fragment including the yoke and the connectors was not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed abrasion marks along the lead body. However, the insulation of the available fragment was intact. In addition, an elongated fixation helix was found which showed residuals of calcification. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 34 months, it was reported that there was no capture on the ventricular channel.